Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and display anomaly. The customer stated button was unresponsive. The customer stated display was flashing. Customer stated insulin pump was exposed to moisture due to dropped off bath tub. Customer stated belt clip was broke. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads, cracked case corner of belt clip rails and fading serial number label. The test infusion set/reservoir locks in place in the reservoir compartment. (B)(4).